Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results. Upon review of the event description and assigned malfunction code occlusion issues-cannot be determined, it has been determined that the complaint does not allege a product malfunction has occurred. Additional information was requested; however, a lot number was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. Therefore, no additional investigation activities were required. Corrective and preventive action (CAPA) determination. Based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint investigation - conclusion. Based on the event description, assigned malfunction code, and limited information available, the reported failure could not be confirmed for this complaint. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.

Event description:
Reference number: (B)(4). Event occured in the united states. It was reported that the patient faced infusion set occlusion issue on (B)(6) 2025 which leads to high blood glucose levels. The patient noticed symptoms three or more hours after insertion and the site of insertion was abdomen and thigh. The patient also tested positive for ketones which were as dangerous and life threatening. The patient resolved issue by changing soft cannula infusion set only and resumed insulin. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.